Event description:
It was reported that "pixels on the pump is starting to fade screen quality is fading". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.